Event description:
It was reported by a manufacture representative that a patient with an implantable cardiac defibrillator (ICD) died during a urological procedure. At the time of the surgery a magnet was applied to the device. The patient's blood pressure decreased significantly. The magnet was then removed. External shocks were given to the patient. It was reported that pacing spikes were noted on the monitor. There appeared to be no ventricular arrhythmias at the time of the death. A cause of death was requested and not received. Information was identified in the indicating the patient died approximately seven months post implant of the ICD system approximately three years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.